Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) received inappropriate five burst of anti-tachycardia pacing (atp) and six inappropriate shocks due to atrial fibrillation (af). Technical services (ts) reviewed the ventricular episode and stated that it appeared to show a fast irregular tachyarrhythmia with a morphology that was similar to the normal presenting egm. The ventricular tachycardia (vt) zone therapy was delivered. Ts recommended programming options. The ICD remains in service. No adverse patient effects were reported.